Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not zero. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse was able to test the unit in clinical application with a balloon catheter, fiber-optic chamber, and trainer module. The unit was able to successfully perform an autofill with the fiber-optic chamber attached. The unit was set to auto. The trainer was set at 80 bpm normal sinus rhythm. Throughout the test, the fse pressed the calibrate pressure icon on the screen to initialize. The unit was able to calibrate without issue. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.